Event description:
It was reported that the implant fractured and a portion of the abutment screw still remained in the implant. No findings of peri-implantitis at all only symptoms are pain and swelling. The implant was subsequently removed and the tooth site grafted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual inspection of the as returned product identified bone and a fracture at the collar section. Also the fractured abutment hex inside implant. An unk zb screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the for the customer. The reported device was located on tooth # 31 and was used for approximately 9 years and 10 months. Pictures or x-ray images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that implant fractured and a portion of the abutment screw still remained in the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not applicable. Additional PMA/510(k) number - k011028 / k013227. Peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the implant failed due to peri-implantitis at the implant site and was removed.